Manufacturer narrative:
The local area sales representative was contacted for additional information. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) and another manufacturer's right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms one month post device implant. Additionally, large deflections were noted on the right atrial (ra) channel with ra pacing. Boston scientific technical services (ts) discussed a potential causes and troubleshooting options. A lead revision procedure was being considered. Programming changes were made to include anti-tachycardia pacing (atp) in the ventricular tachycardia (vt) zone. Available information indicates that this product remains implanted and in service. No adverse patient effects were reported.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Additional information was received that an invasive procedure was performed. The device and lead were explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.